Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the lack of motion and positive bone scan. Attune primary revised tibia to stemmed. Tibia was loose at the cement/implant interface. Manufacturer of the cement is unknown. No additional info. Doi: unknown; dor: (B)(6) 2017; right knee.